Manufacturer narrative:
The investigation found the issue was resolved by the service actions.

Manufacturer narrative:
The field service engineer found the naohd dispense tubing was crimped and damaged. He replaced the damaged tube. He ran a cell blank measurement and a glucose precision testing which passed. The investigation is ongoing. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results from the cobas 8000 cobas c 701 module. The customer had clients questioning the results and the repeat results did not match. The customer repeated all samples tested since (B)(6) 2021. One example was provided of an initial result of 287 mg/dl and a repeat result of 73.6 mg/dl. The questionable result was reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.